Manufacturer narrative:
At this time, no further information is available. Should additional information become available in the future, we will provide a supplemental report.

Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) has been experiencing irritation/redness/inflammation surrounding the pocket area. Recently, the infected tissue was removed, and the device was explanted and replaced to resolve the event. No additional adverse patient effects were reported. This ICD was retained by the healthcare facility and is not expected to be returned for analysis.